Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, the edwards sapien valve delivery system balloon was inflated too early and the valve started deploying prior to crossing the native annulus. The valve was deployed in descending aorta. According to the case summary, the edwards sapien valve was advanced around the arch. The operators tried diligently to cross the native valve. After several maneuvers to cross, the attempts failed. Refer to FDA report number 2015691-2012-18608 for investigation on the crossing difficulty. The operators tried to do a buddy balloon technique which entailed crossing a non-edwards balloon in the annulus and inflating it to try to take up the space of the inferior commissure in order to allow the sapien valve to cross. During positioning of the sapien valve, and before the valve crossed the native annulus, the assisting physician started inflating the sapien valve instead of the buddy balloon. The distal portion of the sapien valve flared making it impossible to cross the native valve. A decision was made to deploy the first sapien valve in the descending aorta just above the iliac bifurcation. (Please note: this esubmission pertains to the first sapien valve deployment in the descending aorta). A second edwards sapien valve was prepped. Due to crossing difficulty the first time it was decided that another bav attempt would help with crossing. However, crossing difficulty was still a problem with the second valve and a pigtail was placed across the valve from the contralateral side with another extra stiff amplatz wire. With a back and forth motion, the valve was crossed and was subsequently implanted properly as prescribed. The patient was recovered in ICU. The next day the patient was awake and alert.

Manufacturer narrative:
According to the ifus and the training manuals factors such as heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, and incomplete bav, can result in crossing difficulties. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. In this case, the physician attempted to troubleshoot the crossing difficulty issue via a buddy balloon technique. However, the physician inflated the sapien valve delivery balloon instead of the non-edwards balloon. Per the edwards sapien valve instructions for use (IFU) and the thv training guide, valve embolization, is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition and/or embolization, including improper positioning prior to deployment, poor image intensifier angle (iia), poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture). In this case, as mentioned by the reporting personnel, it appears that the procedural factor of operator error contributed to the reported event.